Event description:
It was reported that the surgeon had difficulty passing suture utilizing a suture passer. There was no injury to a patient or delay to a procedure indicated. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. The engineer was unable to repeat the complaint as described.